Manufacturer narrative:
B3 event date: it was reported that the peritonitis occurred on an unknown date in (B)(6) (year not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "contaminated". It was not reported if the patient was hospitalized or treated for the event. Patient outcome and action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in jan 2024 e1: additional reporter phone no: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis.  Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.  Should additional relevant information become available, a supplemental report will be submitted.